Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient¿s driveline infection could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s chest pain could not be conclusively established. The patient was admitted through the emergency room on (B)(6) 2024 with chest pain and driveline damage. The patient troponin levels were negative, and a chest x-ray was negative. A computed tomography angiography of the device demonstrated a small focus of soft tissue stringing at the exit site of the driveline, contained to the immediate surrounding subcutaneous space. There was no significant stranding surrounding the remainder of the driveline. The driveline cultured positive for bacteria while blood cultures were negative. The patient was treated with antibiotics and discharged on antibiotics with planned follow up with infectious disease. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with chest pain and driveline drainage on (B)(6) 2024. Troponin level and chest xray were negative. A coronary computed tomography angiography (cta) left ventricular assist device (lvad) demonstrated a small focus of soft tissue stringing at the exit site of the driveline. This contained to the immediate surrounding subcutaneous space. No significant stranding surrounding the remainder of the driveline. Blood cultures were negative, and driveline cultures were positive for methicillin-susceptible staphylococcus aureus (mssa). The patient was treated with zosyn and discharged on doxycycline with followed up on (B)(6) 2024.